Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high capture threshold and impedance were observed on the right ventricular (rv) lead. The device was unable to be programmed to deactivate the right ventricular (rv) lead. The device switched into biventricular pacing and could not be reprogrammed. The patient was in stable condition and will continue to be monitored.